Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced elevated blood glucose (bg) levels. The customer did not provided a bg value; however, bg level was higher than the customer's bg meter could read. Customer alleged that a food bolus may have not been delivered. During troubleshooting with tandem technical support (cts), cts verified that a bolus had been delivered. The customer reported, the amount of carbohydrates consumed may have been miscalculated when delivering the bolus. Customer delivered a bolus to address elevated bg levels.